Event description:
It was reported that during the first deployment attempt of a transcatheter aortic valve evfxplus-34 after pre-implant balloon aortic valvuloplasty (bav) with a 22mm balloon, an infold in the valve frame was observed. The valve was loaded without any issues, but a crown overlap was noted during the load check with fluoroscopy. A new valve was subsequently loaded, and a pre-implant bav was performed with a 24mm balloon. The second valve was deployed with good results. No patient complications have been reported as a result of this event. Additional information was received to report the fluoroscopic inspection revealed a misload noted as a crown overlap to the node 4 of the valve frame. The procedure was delayed approximately ten minutes to obtain and load a new valve into a new system. Per the physician, annular calcification in the native aortic valve may have contributed to the infold.

Manufacturer narrative:
Updated data: b5. A second paragraph was added. Additional codes. The annex f was changed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image review: two media files and one static image were provided for review. Fluoroscopic valve load inspection was performed and a misload appeared to be present by overlap to node 4. Overlap prior to node 4 is considered a good load; overlap at node 4 and beyond is considered a misload. As stated in the instructions for use, if a misload is detected, do not attempt to reload the bioprosthesis. The valve, catheter, loading system, loading tray, and saline must all be replaced with new sterile components. The valve was attempted to be implanted and an infold occurred. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. If an infold is identified, the valve should be recaptured and removed from the body. New sterile components must be used. It was reported that the infolded valve was recaptured, removed and replaced with a new valve. The patient¿s executive summary was not provided for anatomical review. Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the patient had a bicuspid aortic valve with a raphe between the left coronary cusp and the right coronary cusp, which also could have contributed to the infold.

Manufacturer narrative:
Updated image review: two media files and one static image were provided for review. Four images from the patient¿s executive summary were provided for anatomical review. Patient appeared to have a significantly calcified possible bicuspid aortic valve with a perimeter that measured 82.4mm with a perimeter derived diameter of 26.2mm suggesting a 34mm evolut. It was reported that a pre balloon aortic valvuloplasty was performed prior to the valve implant. Fluoroscopy valve load inspection was performed and a misload appeared to be present by overlap to node 4. Per medtronic best practices, overlap prior to node 4 is considered a good load; overlap at node 4 and beyond is considered a misload. As stated in the instructions for use (IFU), if a misload is detected, do not attempt to reload the bioprosthesis. Discard the entire system. The valve, catheter, loading system, loading tray, and saline must all be replaced with new sterile components. The valve was attempted to be implanted and an infold occurred. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. According to medtronic best practices, if an infold is identified, the valve should be recaptured, removed from the body, and discarded. New sterile components must be used. It was reported that the infolded valve was recaptured, removed and replaced with a new valve. It was reported that the infolded valve was not implanted and was replaced with a new valve. Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10. Other medical products in use during the event include: product ID d-evolutfx-34 (lot: 0012558050); product type: 0195-heart valves; implant date: non-implantable device product ID l-evolutfx-34 (lot: 0012480198); product type: 0195-heart valves; implant date: non-implantable device select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the first deployment attempt of a transcatheter aortic valve evfxplus-34 after pre-implant balloon aortic valvuloplasty (bav) with a 22mm balloon, an infold in the valve frame was observed. The valve was loaded without any issues, but a crown overlap was noted during the load check with fluoroscopy. A new valve was subsequently loaded, and a pre-implant bav was performed with a 24mm balloon. The second valve was deployed with good results. No patient complications have been reported as a result of this event.